Event description:
It was reported to philips that the corrugated hose fell and struck the user on the head. The report indicated that the user had x-rays and a computed tomography (CT) scan, which led to a diagnosis of a head injury, concussion, and cervical sprain. The user was prescribed medication to treat the symptoms. No further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.